Event description:
A sprinter legend 3.00 x 22mm balloon was intended to be used to treat a target lesion of unknown location. No issues were noted prior to use. The balloon was inflated at the lesion site. Following inflation it is reported that the device would not deflate. No patient complications or clinical sequelae were reported. Evaluation summary: the hypotube was kinked in multiple locations. The distal tip was slightly flared. The guidewire entry port was slightly torn. The balloon was still partially inflated. The balloon bond was necked. The balloon was inflated to 14 atms (rbp) in 6.44 seconds; specification is less than or equal to 15 seconds. The balloon deflated very slowly when negative pressure was applied. The balloon was still partially inflated after 6 minutes; specification is less than or equal to 15 seconds.

Manufacturer narrative:
Evaluation results: (route cause undetermined). Deformation problem. Evaluation conclusions: (route cause undetermined). Conclusion not yet available (evaluation in progress). (B)(4).

Manufacturer narrative:
Evaluation: results: related to operational context (most likely due to the technique employed when removing the sheath/stylette and is therefore procedural related). Conclusions: operational context caused or contributed to the event (most likely due to the technique employed when removing the sheath/stylette and is therefore procedural related).